Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed incorrect video colors in ethernet and wifi modes. The engineer replaced several components, and the problem was resolved with the replacement of the carrier/epc (4 in 1) component. There was no reported patient involvement.

Manufacturer narrative:
The investigation for the reported display issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, investigation details provided were sufficient to determine a root cause. After the suspect component (4-in-1) was replaced with a new one, the issue was resolved. The cause of 4-in-1 malfunction was not investigated. The cause of the aic issue was a defective 4-in-1 board. This report is being filed as part of a retrospective review of historical records.